Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2012, the patient underwent surgery for repair of an umbilical hernia. As reported, a bard/davol ventralex hernia patch mesh, reference number 0010301, lot number huwe0870 (note review confirmed this is not a valid lot number), was implanted to repair the hernia defect. It is alleged that on (B)(6) 2017, the patient underwent an additional surgery to repair the hernia defect and remove the ventralex hernia patch because the mesh was allegedly defective, failed and "caused damage to her internal organs." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the available information, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 years 4 months post implant of ventralex mesh, patient was diagnosed with pain, adhesions and hernia recurrence thereby underwent repair with the mesh removal. The instructions-for-use supplied with the device list adhesions and pain as possible complications. Updated fields: a2, a4, b4, b5, b7, d1, d4 (corporate lot no, expiry date, UDI no.), e3, f12, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patients attorney that on 9/17/2012, the patient underwent surgery for repair of an umbilical hernia. As reported, a bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number huwe0870 (note review confirmed this is not a valid lot number), was implanted to repair the hernia defect. It is alleged that on 2/01/2017, the patient underwent an additional surgery to repair the hernia defect and remove the ventralex hernia patch because the mesh was allegedly defective, failed and "caused damage to her internal organs." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information: (B)(6) 2012 - patient was diagnosed with incarcerated recurrent umbilical hernia thereby underwent laparoscopic repair with the implant of ventralex mesh (device #1). Per operative notes, "the hernia sac was reduced to the peritoneal cavity. A small ventralex mesh (device #1) was placed through the defect into the abdominal cavity. The smooth side of the mesh was oriented towards the abdominal cavity and the marlex portion of the mesh towards the anterior peritoneum. The lateral mesh tabs were trimmed to the appropriate size and secured to the fascia against the anterior abdominal wall.¿ (B)(6) 2017 - patient was diagnosed with recurrent umbilical hernia and had a painful mass just to the left above umbilicus thereby underwent repair with the removal of the mesh (device #1) and implant of ventrio st mesh (device #2). Per operative notes, "the hernia on the upper left edge of the graft was easily identified. The graft (device #1) was completely removed. The hernia was dissected from the surrounding tissue and adhesions were taken down. A ventrio st mesh (device #2) was inserted and secured to the anterior peritoneum and abdominal wall." Attorney alleges that patient had hernia recurrence, bowel perforation, adhesions and pain.